Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump powered on with a display screen that was dim and discolored with a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed (B)(4) 2015.